Event description:
Consumer complaint of low blood glucose results. Customer states she is used to results of 120-140 mg/dl. Review meter memory - 103, 110, 111, 80 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).